Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station would not turn on and found that the bus cable was nicked and shorted to the top of drawer 1. A field service engineer replaced the bus cable with a new one and tested the station in hardware test application. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system unexpectedly stopped responding and had a black screen and was offline. The customer stated that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this event.